Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2000 and mesh was implanted; and on (B)(6) 2003, sparc was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted on (B)(6) 2000 due to stress urinary incontinence. It was also reported that following insertion the patient experienced pain, erosion infection, fistulae, recurrence, dyspareunia, and vaginal scarring. It was further reported that patient underwent mesh removal on (B)(6) 2000 due to erosion of mesh into vagina and cystocele.